Event description:
Rptr states doing back to back blood glucose tests, 1 after the other, using different finger sticks and strips. Results were 104 and 190 mg/dl. Rptr did not have any symptoms. A control solution test was not done due to unavailability of solution. No harm was alleged.